Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0205 captures the reportable event of compromised sterile barrier due to damaged packaging.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was delivered. The exact event date was unknown. When the device arrived during a routine stock delivery, it was noticed that the packaging was damaged, and the expiration date was not far out. There was no procedure involved and the device was not used in the patient. No further information has been obtained despite good faith efforts. The reported event may suggest that the sterile barrier was compromised due to the damaged packaging.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h2 (additional information): block b5 has been updated based on the additional information received on march 25, 2024. Block h6: imdrf device code a0205 captures the reportable event of compromised sterile barrier due to damaged packaging. Block h10: additional information was received on march 25, 2024, confirmed that this is no longer considered a reportable event. It was confirmed that the sterile barrier was not compromised.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was delivered. The exact event date was unknown. When the device arrived during a routine stock delivery, it was noticed that the packaging was damaged, and the expiration date was not far out. There was no procedure involved and the device was not used in the patient. No further information has been obtained despite good faith efforts. The reported event may suggest that the sterile barrier was compromised due to the damaged packaging. Additional information was received on march 25, 2024: the box of the device itself had an opening and the cardboard was indented which appeared as if it had been dropped/smashed. It was confirmed that the sterile barrier was not compromised.